Event description:
The outer carton box was labelled as a 6 mm diameter graft while the inner blister was labelled as an 8 mm diameter graft and contained a 8 mm diameter graft. Graft was not implanted and was returned to the manufacturer. There was no reported patient injury.